Event description:
The company was informed that the pt experienced loss of lock. Advanced bionics is in the process of gathering more info, once more info becomes available, a supplemental report will be submitted.